Event description:
It was reported to philips that the display is blank. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed a blank display. Fse found display cable needed adjustment. The fse reset the display cable and the device returned to full service. No further action needed.